Manufacturer narrative:
H2, additional information: section a updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera cart screen displayed a flashing waiting for pc over ip (pcoip) connection message. It stayed on the screen for 30-40 seconds before resuming normal function without the error message. The main cart continued to stay on and camera was functional. The manufacturer representative (rep) checked the cables in the back of the system after the 2nd occurrence case and found no physical damage to cables and reseated all connections. This issue caused no surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3, h6: multiple fdd/annex a codes were reported. A0902 was coded for stayed on the screen for 30-40 seconds before resuming normal function without the error message. A1102 was coded for camera cart screen displayed a flashing waiting for pc over ip (pcoip) connection message. The system was serviced in the field by a medtronic representative. No hardware parts were replaced and the system performed as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Code d15 is applicable, as are previously reported codes b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.